Manufacturer narrative:
Device trace download analysis confirmed the pump alarmed power error alarm. The power management tool confirmed power error alarm was triggered when the backup battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, device was monitored and functioned properly. Device was received with partially detached reservoir retainer, scratched case, minor scratched lcd window and stained keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had received a power error detected alarm. The customer¿s blood glucose level was 315 mg/dl. Troubleshooting was performed for power error detected alarm. Power error detected recurred within a week of troubleshooting previous occurrence. The insulin pump will be returned for analysis.